Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect printed wire assembly (pwa) board was replaced to fix the issue.

Event description:
It was reported that the device had frequent primary audible alarms during infusion. There was no reported patient harm/adverse event.